Manufacturer narrative:
The user reported a hemorrhagic stroke. Event happened on 25-may-2025. According to the user, the user was taken to the hospital by the emergency medical technicians(emt). They were hospitalized for 4 days. On (B)(6) 2025 they were transferred to a rehab center and stayed there for over 2 weeks. At the time of the call, the user was feeling feel better, but the stroke impacted their motor skill on the right side of their body and their speech. The user received rehab and medication as treatment at the hospital and the rehab center. The user was prescribed norvasc, losartan, metoprolol and atorvastatin as medication. The user's hcp was aware of the event.

Event description:
Senseonics was made aware of an incident where user reported a hemorrhagic stroke. Event happened on 25-may-2025. According to the user, the user was taken to the hospital by the emergency medical technicians(emt). They were hospitalized for 4 days. On (B)(6) 2025 they were transferred to a rehab center and stayed there for over 2 weeks. At the time of the call, the user was feeling feel better, but the stroke impacted their motor skill on the right side of their body and their speech. The user received rehab and medication as treatment at the hospital and the rehab center. The user was prescribed norvasc, losartan, metoprolol and atorvastatin as medication. The user's hcp was aware of the event.